Event description:
My libre 2 was reporting low glucose results between lo (under 40) and 60, that when I confirmed by fingerstick were actually between 2-3 times higher than the continuous glucose monitor (cgm) result. I ruled out pressure on the sensor, and the difference was greater than any interstitial/blood glucose lag time difference. I never received a <60 result that confirmed by fingerstick, so I began ignoring the results between <40-60. I called abbott, and they took the information and offered a replacement sensor. But I told them my bigger concern was that there were others who complained about this error, and the representative confirmed that there were. If someone began to ignore the low values on the sensor and did not confirm the higher value by fingerstick, a true low could occur without the patient knowing they were hypoglycemic. Had the abbot technical representative (rep) taken this a bit more seriously, I probably wouldn't be writing to the food and drug administration (FDA). But when he told me that there were other similar complaints regarding falsely low glucoses, I felt obligated to report the discrepancies. Here are the sensor results followed by the fingerstick results over a five-day period: sensor. Fs 58. 124 lo. 110 58. 160 58. 119 41. 120 the lot number is 0m0068e1m64. My phone is a iphone 13. (B)(6).